Manufacturer narrative:
Swelling has been confirmed by physical therapy notes and x-ray review. However, pain cannot be confirmed. Review of the physical therapy notes found pain after walking more than a mile and swelling with strenuous activity. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-02524, 0001825034-2021-02525, and 0001825034-2021-02527. Medical devices: bmet arcom ap pat w/wire 37mm catalog#: 11-150830 lot#: 079480. Vanguard cr ilok fem-rt 67.5 catalog#: 183010 lot#: 146930. E1 vngd as tib brg 12x75 catalog#: ep-189082 lot#: 505570. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient is being undergoing physical therapy approximately eleven years post implantation to deal with pain and swelling. Attempts to obtain additional information have been made; however, no more is available.